Event description:
A customer reported that they were able to treat one field for a patient without a physical hard wedge; there were no warnings or interlocks to prevent this. The customer closed the session and got a non recorded session message. One field (tge) was not recorded. The physicist tried to import it into rt chart, but could not because of the following error: reference wedge not found in the list of recorded wedges. Though a mistreatment of one fraction is reported in this case, there is no report of serious injury was a result of this issue. No further patient information is available at this time.

Manufacturer narrative:
This is a known and previously investigated issue. Delivery of a treatment field without the planned and calculated wedge will result in an overdose from that beam as well as unintended dose uniformity within the treatment volume. The most serious scenario would be treatment delivery with the monitor units generated for a 60 degree wedge filter without the wedge in place. The beam would then deliver approximately twice the intended dose, (wedge factor of 0.503 for a 6x beam), without a warning to the operator. (B)(4). The missing beam add-on would be expected to be detected due to the failure to save the beam treatment history back to the database and no more than one fraction delivered in error. All corrective action regarding this issue will be reported under the guidelines of 21 cfr part 806. No additional follow-up to this MDR is expected.